Event description:
It was reported to medtronic minimed that the customer experienced random no insulin delivery alerts. The customer reported no adverse event. The event involved product(s) mmt-332a, unomedical, mmt-1780kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-332a was requested and customer response was the device will be returned. Unomedical was requested and customer response was the device will be returned. No product return is required for mmt-1780kl.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: based on additional information received, customer never reported ifb alarm and stated the only issue with the keypad not responding correctly.

Manufacturer narrative:
Information has been added which was missed in the initial report. The corrected information has been provided in below sections with this follow-up report. 1. Section b5 - updated the summary. 2. Section h6 - replaced medical device problem code 4063 in place of 2423. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.